Manufacturer narrative:
Qn#(B)(4). The customer returned one multi-lumen cvc catheter for examination. Visual inspection revealed no obvious defects or anomalies. Functional testing was used to find a cut in the proximal extension line body. Microscopic examination confirmed the cut in the proximal extension line body. The cut was observed to be smooth and clean, consistent to when the lines become in contact with sharps such as scissors or scalpel. The cut was in the extension line was located 3mm proximal to the juncture hub. The distal tip of the catheter body was occluded, and water was inserted into each of the lumens with a lab inventory syringe. When inserted into the distal and medial lumens no leaking was observed. When inserted into the proximal lumen water was found leaking out of a cut in the extension line body. The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal extension line was found to have a cut in it 3 mm proximal to the juncture hub. The cut was smooth, indicating that the extension line became in contact with sharps such as scissors or a scalpel. Based on the appearance of the damage and the customer report that it was identified during use, unintentional use error caused or contributed to the reported event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
According to the maude report (MDR report key# 9317074 and medwatch# mw5091035) "rn noticed blood backed up into the white lumen on cvc. When she attempted to flush the line, and flush dripped out of the cvc dressing. She immediately notified charge rn. The charge rn checked for blood return in the white lumem (it had blood return), then attempted to flush line and blood tinged, fluid ran out of dressing. Biopatch and insertion site remained dry and the leaking fluid appeared to be coming from the connection point of the white lumen in the hub. PICC team contacted and requested them to evaluate the line, which at that point was continuously dripping blood from hub (pressure applied to white lumen at the hub)".

Manufacturer narrative:
(B)(4).

Event description:
According to the maude report (MDR report key# (B)(4) and medwatch# mw5091035) "rn noticed blood backed up into the white lumen on cvc. When she attempted to flush the line, and flush dripped out of the cvc dressing. She immediately notified charge rn. The charge rn checked for blood return in the white lumem (it had blood return), then attempted to flush line and blood tinged, fluid ran out of dressing. Biopatch and insertion site remained dry and the leaking fluid appeared to be coming from the connection point of the white lumen in the hub. PICC team contacted and requested them to evaluate the line, which at that point was continuously dripping blood from hub (pressure applied to white lumen at the hub)."